Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient mentioned that the pod was leaking insulin. As treatment, the patient activated a new pod.

Manufacturer narrative:
A tear was observed in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear in the soft cannula. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of additional leakage were observed. The exact cause and timing of the tear in the soft cannula could not be determined.